Event description:
The customer contacted beckman coulter inc, (bci) in regards to erroneous accutni (troponin) result generated on a unicel dxc 600i synchron access clinical system. The initial result was reported outside the laboratory. The customer re-ran the sample and it was within the normal reference range. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
Service was not dispatched for this event. The field service engineer (fse) did not evaluate the instrument. The customer indicated that the original erroneous result was run on the wrong pt sample. Customer error due to sample mix-up is the root cause of this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4), 2010 for add'l reportable events.